Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.